Manufacturer narrative:
Date of event is unknown. Boston became aware of this event on (B)(4) 2019. Therefore, a date of (B)(6) 2019 was entered to report that the event occurred on an unknown date in (B)(6) 2019. Device is a combination product

Event description:
It was reported that stent and catheter damage occurred. While opening the packaging to a 3.00 x 16 mm promus element plus, the packaging, stent, and catheter were squeezed by medical staff. The procedure was completed with another of the same device. No patient injuries were reported in relation to this event.

Manufacturer narrative:
Date of event is unknown. Boston became aware of this event on (B)(4) 2019. Therefore, a date of (B)(6) 2019 was entered to report that the event occurred on an unknown date in (B)(6) 2019. Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 3.00 x 16 mm stent delivery system was returned for analysis. This device was received within an opened outer bsc carton packaging. The bottom right of the carton was damaged with the label legible. The contents of the carton were; the foil pouch, the tyvek pouch which were both opened and the dfu. The product details on all outer and inner packaging match the complaint details documented for this incident. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent and catheter damage occurred. While opening the packaging to a 3.00 x 16 mm promus element plus, the packaging, stent, and catheter were squeezed by medical staff. The procedure was completed with another of the same device. No patient injuries were reported in relation to this event.